Event description:
It was reported that during a percutaneous transluminal angioplasty, removal difficulties were encountered. The 99% stenosed target lesion being treated was located in the moderately calcified and tortuous subclavian vein. It was noted that the balloon was inflated at 15 atm for 30 to 60 sec. During the procedure, the physician was unable to retrieve the device into the non bsc sheath. The procedure was successfully completed with a different device. No patient complications were reported and the patient's status is fine. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned 3.0 x 26 mm graftmaster found blood visible on the outer member and the balloon, which is consistent with handling during the procedure. The stent implant was not returned, confirming the reported dislodgement. However, there were crimp marks visible on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. In this case, it is possible that handling of the product during preparation for use contributed to the reported dislodgement, although this cannot be verified. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure or improper technique during sheath removal, or handling of the stent during device preparation. To ensure this type of occurrence is not a result of a potential manufacturing related deficiency, all stent delivery systems (sds) are 100% visually inspected for catheter and stent damage. A sampling of units is also destructively tested to verify product quality, including stent dislodgement force as well as proper guide wire and guiding catheter movement. A review of the finished product device history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Based on the information received with this complaint and the analysis of the returned product, a definitive cause for the reported stent dislodgement cannot be determined.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.the other two grafmasters (B)(4) are being reported under separate medwatch report numbers.

Event description:
It was reported that the perforation was caused by a non-av device. The 3.0 x 26 graftmaster stent dislodged during prep and the stent could not be located. This was not used on the patient. The other two graftmaster stents (3.0 x 16 and 3.0 x 12) were implanted but did not completely seal the perforation. No additional information was provided.